Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004, patient underwent following procedure: posterior spinal fusion l3 to s1. Placement of pedicle screws l3 through s1 bilaterally, right iliac crest bone graft, local bone graft plus bmp and autologous, 30cc, right posterior interbody fusion l5-s1 with bmp and autologous bone graft, placement of peek cage l5-s1, 8x11x25mm, posterior spine fusion at l3 to the sacrum plus the posterior lumbar interbody fusion plus the posterolateral giving a 360 degree fusion through a single posterior approach, application and removal of tongs, l4, l5, s1 laminectomies with foraminotomies bilaterally, neurophysiologic monitoring of 12 nerve roots along with pedicle screw testing over 5 hours; for pre-op diagnosis of: severe facet arthropathy, lumbar spine, partially sacrallized l5, low back pain with bilateral radicular symptoms. Per-op notes: "an 11mm peek cage was packed on the back table with a half roll of bmp. The other half was stuffed into the anterior aspect of the disc space that had been debrided of the disc material under lateral fluoroscopic control. The posterior lateral bone graft was now performed using bmp rolls along the long axis around his autologous bone graft. The cortical strips had been placed volar to the transverse process of l3, l and l5, additional strips were placed at the l5-s1 joint of the transverse process and the sacral ala. Bmp rolls were placed posterior to the teepees, followed by a mixture of autologous and allograft.. No complications were reported." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.